Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial #: (B)(4), description:precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility

Event description:
A report was received that the patient had a procedure related infection at the lead site. Patient's symptoms included foul smell and oozing at the site. Antibiotics were prescribed. The patient underwent an explant procedure and did well postoperatively.